Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that after device changeout, diaphragmatic stimulation occurred with the atrial lead. It was further reported that this was a chronic condition and the lead had previously been inactivated. The lead was inactivated. No patient complications have been reported as a result of this event.